Event description:
Rec'd a copy of the hospital's (B)(4) report which states "the pt was being recovered in cv recovery room from an open aaa surgery. Pt was very hemodynamically unstable with blood pressures literally from the 50's to 250 systolic, requiring multiple IV drips to be started, stopped and titrated. During a period of time, the pt's systolic bp was approximately 60. I was trying to start an epinephrine drip and the IV channel (which I had already been using for another drip earlier) suddenly alarmed that it was disconnected and shut down. After restarting/reconnecting it I attempted to gain start the epinephrine drip. This time all the channels failed and the entire pump and all the channels just turned off completely. We had another IV pump in the room but all drips had to be removed and switched over to the other pump, delaying care of the blood pressure on this fresh unstable pt for at least 5 minutes. Pump and channels were went to biomed." Biomed rec'd 7 lvps (no pcus were sequestered). Four of the lvps were labeled as being involved in this event and the other three weren't labeled. They do not know which ones were the four that were involved.

Manufacturer narrative:
(B)(4). Customer stated that product will not be returned because the devices were repaired and put back into svc. No failure investigation could be performed.